Event description:
It was reported that, the device tip broke off in the patient during an unknown procedure. The tip was retrieved without problem. A new device was opened to finish case. There was no consequence to patient.